Manufacturer narrative:
The insulin pump had button error alarm and no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Device was received with cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and she was unable to clear the alarm. The customer did not recall any significant events leading to the alarm. Blood glucose value at the time of alarm was 265 mg/dl. Current reading was 290 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.